Manufacturer narrative:
The cannula seal accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument or accessory are returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s surgical procedure, pieces of the plastic from the 8mm cannula seal accessory broke off of the seal and fell into the patient. The pieces were retrieved to complete the planned procedure. No patient harm, adverse outcome or injury was reported. The site reports that this has occurred in one additional case. See MDR's 2955842-2010-00289.